Event description:
It was reported that a patient using the ilet experienced a hypoglycemic reading of 60 mg/dl, self-treated with oral glucose, and subsequently observed hyperglycemia peaking at approximately 310 mg/dl before trending down to 298 mg/dl, consistent with overtreatment of hypoglycemia and expected device response. No adverse clinical symptoms associated with transient hypoglycemia followed by hyperglycemia. Outcomes included patient self-management with continued monitoring and no hospitalization. Investigation of this case revealed no device malfunction and that the hyperglycemic excursion was attributable to user overtreatment with oral glucose, with the ilet functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.